Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited undersensing and was not sensing. It was also noted that the pacing thresholds were high. On (B)(6) 2017, the lead was partially capped and replaced. Patient was stable before, during, and after the procedure.